Manufacturer narrative:
An event of pericardial effusion leading to cardiac tamponade was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the amulet device was deployed and fully recaptured three times before it was released. While the physician was finalizing the procedure, the echocardiographer detected pericardial effusion, which led to cardiac tamponade. An emergency pericardiocentesis was performed, and the patient was stabilized. The patient was sent to the intensive care unit, and the surgical team remains informed in case the bleeding returns. The patient received a transfusion of platelets. The patient was on dual anti-platelet therapy. The patient had a previous medical history of stroke. The physician does not believe that the amulet device directly caused the pericardial effusion, as it was not possible to identify the source of bleeding. However, they said the pericardial effusion may have possibly been caused by the device recaptures. There was no allegation against the delivery system. No additional information was provided.

Manufacturer narrative:
Additional: h2, h6 (medical device problem code changed to 2017 improper or incorrect procedure or method), h10. An event of pericardial effusion leading to cardiac tamponade was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, artmt100133092 revision b " if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction".